Event description:
The physician had finished doing an ob/gyn procedure and handed the cryomedics mt-700, n20 gun to the medical assistant. The ma proceeded to turn the control knob on the gun to the off position. She then began to release the gas pressure whent the nitrous gas came out of the scavenger vent (no vent tube connected) soaking the ma's pant leg resulting in a burn the size of a quarter. The burn was diagnosed by the attending physician as a 1st degree burn with blistering. The attending physician did not treat the burn but suggested leaving it open.